Manufacturer narrative:
Device has not been returned. The device was not returned by the customer therefore a failure analysis investigation cannot be completed. If device is received after this date, an evaluation will be performed and a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) years old (B)(6) female had impella cp pump inserted in the left femoral. The physician stated he was using the 14fr long sheath which might have damaged the vessels that might have caused the patient to have retroperitoneal hemorrhage at the insertion site. As treatment six (6) units of red cells concentrates (rcc) was administered by noradrenaline (nad) drip.